Event description:
A report was received from the USA stating that an 840 ventilator had an unresponsive touch screen. The ventilator was not in use on a patient at the time that the malfunction occurred.

Manufacturer narrative:
The covidien customer service engineer (cse) inspected the device and replaced the graphical user interface (gui) touch frame printed circuit board (pcb). The cse performed all calibrations, the extended self-test (est), short self-test (sst) and the electrical safety test. All tests passed and the device operated within the manufacturing specifications. (B)(4).